Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Severe synovial reaction/ reaction [nonspecific reaction]. Case description: spontaneous report received on 11/04/2008 from a health care provider, via a company rep, regarding a female pt. The pt had an unk medical history. The pt experienced a severe synovial reaction and had surgery after receiving synvisc-one. The pt received a synvisc-one injection into an unspecified knee on an unspecified date in 2010. The hcp reported the pt experienced a "severe synovial reaction" that required surgery (nos) the day after receiving the synvisc-one injection and might require a second surgery. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.